Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.

Event description:
It was reported by the customer that this event involved a (B) (6) female pt (B) (6), with down syndrome and cardiovascular pathology. It was noted the physician stated that the spring wire guide (swg) body broke down. When he realized the situation, he tried to remove it. Then he realized that the swg body was frayed. There were no reported pt complications. Additional info received on 09/03/2009 stated the customer alleges to have experienced this kind of problem frequently, but no details are available.